Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Indentations were observed on the yaw pulley. Additional observations not reported by site: the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There is obvious damage to the conductor wires. Insulation damage was observed on the conductor wires, resulting in exposed internal wires. The damage was observed at the yaw pulley area. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken (if applicable). The instrument failed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation show damage which may indicate potential mishandling/misuse. Indentations were observed on the yaw pulley. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken line. The procedure was completing as planned with no reported injury.